Event description:
The customer reported on 10/26/98 vasoseal was used following an interventional catheterization procedure. A hematoma was noted following the procedure. Pressure dressing was applied. The site later began to bleed where the hematoma was and femstop compression was applied to the site. Pts hematocrit dropped, and he was transferred to the coronary care unit. Two units of blood were crossmatched. One unit was given on 10/26/98, the other on10/27/98. On 10/27/98 the site was checked and the hematoma size was reduced. No further complications were noted.